Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported needle to cuff miss and foot break were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conforming material reports that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The two additional proglide devices referenced are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement was attempted with three proglide devices using the preclose technique in the right common femoral artery (rcfa) prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss and foot break occurred with all three proglide devices. Two additional proglide sutures were pre-placed successfully using the preclose technique. The arteriotomy was 6f and the sheath was upsized to 17f for the aaa procedure. The aaa procedure was completed and hemostasis was achieved with the two successfully pre-placed sutures. An angiogram was taken and showed no evidence of any pieces left behind from the reported foot breaks. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established with the preclose deployment technique. No additional information was provided.